Event description:
It was reported that charging cable was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to rely on backup therapy if pump battery depleted before new supplies arrived, and charging supplies were arranged for replacement by technical support.